Event description:
The customer reportedly obtained a 412mg/dl and 60mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer felt hypoglycemic. She ate "something" and felt better. No adverse event reported. New system sent to customer and return requested.